Event description:
It was reported diagnostic testing revealed high impedance measurement on the patient's ((B)(6)) lead. In turn, the patient underwent surgical intervention to explant and replace the lead. During the procedure, the physician observed a fracture in the patient's anchor and decided to explant and replace the anchor. Effective therapy was restored postoperative. Concomitant medical products: the implant date for the following device is unknown: model: 1192, scs anchor.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for high impedance. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken and a compression mark. The compression mark and breakage on the lead when align correspond to proximal end of a swift lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results 100: complaint was confirmed for high impedance. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken and a compression mark. The compression mark and breakage on the lead when align correspond to proximal end of a swift lock anchor. The returned swift lock anchor worked as design despite having its distal end broken off. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.